Event description:
Patient reports undergoing a facelift procedure in 2009. The patient was placed on prophylactic cipro following the procedure. The patient reports developing redness and blistering along the suture line four days following the procedure. The superficial skin sutures were removed per procedure plan. The patient was then prescribed topical silvadene.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.